Event description:
It was reported that the insulin pump alarmed no delivery persistently. The customer stated that she kept trying to give herself a corrective dose but could not due to the alarms. The blood glucose reading was unknown. She had stated that she changed her insertion site numerous times, as well as her materials, to no avail. The customer became frustrated with the troubleshoot process and disconnected the call. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.